Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, when the package of an ngage nitinol stone extractor was opened, it was discovered that the handle was damaged and would not control the basket function. The issue with this device was discovered prior to making contact with the patient and it was not used. A new device was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, when the package of an ngage nitinol stone extractor was opened, it was discovered that the handle was damaged and would not control the basket function. The issue with this device was discovered prior to making contact with the patient and it was not used. A new device was used to complete the procedure. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. The investigator made the following notation: the device was returned with the basket handle in the closed position and the basket formation in a partially opened position. The handle does not actuate the basket. There were no kinks in the basket sheath. The handle was disassembled and it was found the basket sheath and support sheath were separated. Glue was visible on the basket sheath. The collet knob was lying loose within the returned shipping box. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The cause for the separation of the sheaths could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.